Event description:
Patient urine sample was tested negative with innovacon hcg urine device- pregnancy was confirmed by blood test. No quantitative hcg level available- only information that pregnancy was confirmed. It wasn't confirmed that urine was first morning sample and that menstrual period was missed already. There is no information if hcg level was over 25 miu/ml 9test sensitivity.

Manufacturer narrative:
Retain sample testing pending.